Event description:
It was reported that the patient experienced confusion following their deep brain stimulation (dbs) implant procedure and was hospitalized. The patient was placed on a ventilator and underwent tests, which determined the event was not device related. The patient was taken off of the ventilator and the physician assessed that their prescribed nuplazid dose may have caused the patient's disorientation. The patient was admitted to a rehabilitation facility and is in stable condition.